Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased sensing as well as no capture post non-device related cardiac surgery. Subsequently, the patient underwent a revision procedure and this lead was removed and successfully replaced. It was believed that the lead was damaged during the surgery. No additional adverse patient effects were reported.